Manufacturer narrative:
The customer-reported left pressure incorrect alarm was confirmed via review of the patient file data, but was not able to be reproduced during investigation testing. The reported inability to achieve proper waveforms was also not able to be reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional eight day observation run in an attempt to observe a possible malfunction or change in driver performance. The driver performed as intended during the extended observation run, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an incorrect left pressure alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an incorrect left pressure alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.